Event description:
Event description guidant received information that this right ventricular lead was oversensing. This lead currently remains in service and to date, there have been no reported patient symptoms associated with this clinical observation.